Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost stimulation approximately a month ago (date of event unknown). Reportedly, reprogramming was attempted to no avail and diagnostics revealed high impedance readings on multiple contacts. Furthermore, x-rays revealed the lead was bent. Surgical intervention was undertaken during which time the lead was explanted and replaced with a new model. The sjm representative observed broken lead wires after procedure. Effective stimulation was achieved postoperatively. The issue is resolved.